Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to pacing impedance measurements out of range on the right ventricular (rv) lead. Technical services (ts) reviewed and provided troubleshooting options. This patient was seen in clinic and noise oversensing was noted, as well as pacing inhibition greater than two seconds. Ts stated this is likely related to a lead anomaly. Ts suggested to have the patient performed a patient-initiated interrogation (pii) until schedule for a replacement. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being filed to correct the original initial report that was filed in error as this is not a boston scientific product and boston scientific does not have reportability responsibility. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to pacing impedance measurements out of range on the right ventricular (rv) lead. Technical services (ts) reviewed and provided troubleshooting options. This patient was seen in clinic and noise oversensing was noted, as well as pacing inhibition greater than two seconds. Ts stated this is likely related to a lead anomaly. Ts suggested to have the patient performed a patient-initiated interrogation (pii) until schedule for a replacement. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, boston scientific has assigned an investigation conclusion code of cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to pacing impedance measurements out of range on the right ventricular (rv) lead. Technical services (ts) reviewed and provided troubleshooting options. This patient was seen in clinic and noise oversensing was noted, as well as pacing inhibition greater than two seconds. Ts stated this is likely related to a lead anomaly. Ts suggested to have the patient performed a patient-initiated interrogation (pii) until schedule for a replacement. This lead remains in service. No adverse patient effects were reported.